Manufacturer narrative:
One infusion pump was returned for evaluation. Visual inspection of the device found it to be in good physical condition. Primary audible alarm test noted in the event history log of the pump. Device underwent flow and occlusion testing, confirming the reported customer complaint. The customer complaint was not confirmed during testing, but was confirmed in the event history log. The problem source has been determined to be unknown.

Event description:
Information was received that device had failed primary audible alarm bgnd test. No adverse effects reported.